Manufacturer narrative:
Age at time of event: over 70 years old. Device evaluated by MFR.: a visual and microscopic examination of the balloon identified no tears or holes in the balloon material. The balloon was unfolded and there was a build-up of some liquid inside the balloon. Attempts to inflate the balloon failed. As a result the device was soaked in a heated water bath at 37 degrees celsius in an attempt to dissolve any solidified blood or contrast media inside the balloon. All additional attempts to inflate or deflate the balloon failed. As a result the balloon was massaged in order to force the liquid, which was present in the returned balloon, all around different areas of the balloon. During this process no leaks were found in the balloon. A visual and tactile examination of the catheter identified no kinks or damage. Using a blade the shaft was dissected approximately 1cm proximal to the proximal balloon sleeve. When the dissection was made, it was possible to flush liquid through the main section of the device. This confirmed that the blockage was just proximal to the proximal balloon bond. The shaft was cross sectioned at this site and it was confirmed that the inflation lumen was blocked with solidified blood. Although no leak could be confirmed in the balloon, blood inside the inflation lumen is consistent with a system leak in the device. No other issues were noted with this device.

Event description:
It was reported that balloon ruptured occurred. The target lesion was located in the superficial femoral artery. A 7.0mm x40mm, 135cm charger balloon catheter was advanced for dilation. However, during the procedure after a couple inflations, the balloon burst at nominal pressure between 4 and 6 atmosphere. The device was completely removed over the wire. The procedure completed with another of the same device. No patient complication were reported.

Manufacturer narrative:
Age at time of event: over 70 years old.

Event description:
It was reported that balloon ruptured occured. The target lesion was located in the superficial femoral artery. A 7.0mm x40mm, 135cm charger balloon catheter was advanced for dilation. However, during the procedure after a couple inflations, the balloon burst at nominal pressure between 4 and 6 atmosphere. The device was completely removed over the wire. The procedure completed with another of the same device. No patient complication were reported.